Manufacturer narrative:
Exact date unknown, event occurred in over three months ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: (B)(4).

Event description:
It was reported that the patient was not getting an adequate pain relief even after several reprogramming. The patient underwent an explant procedure and was doing well post operatively. The explanted ipg and paddle lead were not returned.